Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, loosening and a clicking noise in her knee.

Manufacturer narrative:
No devices or photographs were received with complaint for investigation; therefore, the condition of the component is unknown. Without a device for exam, neither visual nor dimensional analysis is possible. Review of the device history records for the femoral component identified no deviations or anomalies. The knee compatibility of components was assessed against the product part numbers and no issues were noted. This device is used for treatment. A complaint search identified no additional complaints for the product part and lot combination of the femoral component. Primary and revision operative notes were not provided; therefore it is unknown whether the articular surface was implanted per the surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may have influenced the performance of the device. The risk of loosening is addressed in the package insert that was included with the femoral component. The insert lists loosening of the prosthetic knee components as an adverse effect. This is therefore a known inherent risk of this procedure. A definitive root cause cannot be identified with the information provided. However, the complaint will be revisited upon return of components, photographs, or further information.